Event description:
The rptr states that the lancet will not retract into the accu-chek multiclix lancet device. However, the customer did not clarify if it occurred before or after firing the lancet device. No accidental stick or adverse event reported. The accu-chek customer care svc ctr sent new device. Customer advised to return suspect device.